Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump lost settings after battery change, act button had to be press more than once, shoots insulin during priming, had to rewind more than once, louder grinding noise during rewind, low battery alert not working and insulin pump diminished battery life 2 weeks. Customer's blood glucose value was unknown. Customer declined transfer to 24 hours helpline. The devices will not be returned for analysis.